Event description:
Update on 15 sep 2022 based on medical records: "right total knee arthroplasty revision procedure note (B)(6) 2022 [...] Radiographs demonstrated suboptimal positioning of her components with flexion of her femoral component.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was confirmed via medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "confirmation of event: I can confirm that the patient had the primary total knee arthroplasty since I was able to review the operation report. I can also confirm that the patient underwent a revision procedure by another surgeon using competitor implants also since I was able to review the revision operation report. Root cause analysis: the root cause of this event cannot be determined with certainty. Causes of global instability of a total knee arthroplasty nine years after implantation are multifactorial. These include the initial surgical technique regarding ligament balance, and restoration of alignment, position and kinematics of the knee. Patient factors also contribute, including lifestyle, activity level, and bmi. Although instability can be a result of polyethylene wear, with the information provided there is no evidence of this. Therefore, I would not assign any causality to the implant itself. " -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability. The event was confirmed via medical review. The root cause of this event cannot be determined with certainty. As clinician indicated, "causes of global instability of a total knee arthroplasty nine years after implantation are multifactorial. These include the initial surgical technique regarding ligament balance, and restoration of alignment, position and kinematics of the knee. Patient factors also contribute, including lifestyle, activity level, and bmi. Although instability can be a result of polyethylene wear, with the information provided there is no evidence of this." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As part of an investigator initiated study, a spreadsheet was provided indicating that the patient's right knee was revised due to global instability. The femoral component, baseplate and liner were revised (patella was retained).

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a ps beaded #5r; cat# 5516f502; lot# unknown tritanium bplate triathlon s5; cat# 5536b500; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.